Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient age and dob requested but not provided.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump stopped delivering fluids. Upon examination of the tubing there was a notable bulge in the silicon portion of the tubing." An incomplete date of event of (B)(6) 2019 was provided. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of a bulge (balloon) in the silicone portion of the tubing was confirmed. Visual inspection confirmed a balloon segment at the top of the silicone segment. Functional testing was performed by spiking the set to one lab IV bag with blue dye water. Attached one standard 20 gauge syringe cannula to the primary set¿s male luer. The set flowed freely via gravity and showed no signs of ballooning. No leaks were observed. The set was then loaded into a lab pump module device for an infusion test. The primary infusion was programmed at a rate of 125ml/h and vtbi 125ml. The infusion completed with no signs of ballooning and no alarms were noted by the device. A 10ml lab syringe filled with water was used to perform an IV push using the distal smartsite as the injection site. An IV push was performed first by occluding the tubing above the injection port per if2204 IV push tip sheet, and then again by not occluding the tubing. No bulge/balloon were observed in either case when the device door was opened. The root cause could not be replicated.

Event description:
Received a copy of the customer's medwatch report from FDA which states, ¿pump stopped delivering fluids. Upon examination of the tubing there was a notable bulge in the silicon portion of the tubing." An incomplete date of event of (B)(6) 2019 was provided. There was no report of patient harm.